Event description:
It was reported via voluntary medwatch that the patient's implantable cardioverter defibrillator (ICD) exhibited an out-of-range defibrillation impedance.

Manufacturer narrative:
B5, d4, g2.

Event description:
It was reported via voluntary medwatch that the patient's implantable cardioverter defibrillator (ICD) exhibited an out of range impedance. No intervention was performed. The patient did not experience any consequences.